Event description:
The below report was received by health authority a (reference number:(B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain upper ("stomach aches") in a 40 year-old female patient who had essure (ess205) inserted (lot no. 620727). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, 209 days after essure (ess205) insertion, she experienced migraine ("severe migraines") and pudendal canal syndrome ("diagnosis of neuralgia of the pudendal nerve"). An unknown time later she experienced abdominal pain upper (seriousness criterion medically important), neck pain ("neck pain"), sciatica ("sciatica on both legs") and arthralgia ("still suffering from severe joint pain"). Essure (ess205) treatment was not changed. At the time of the report, the abdominal pain upper, migraine and arthralgia had not resolved. No causality assessment was received for essure (ess205) with regard to migraine, neck pain, sciatica, pudendal canal syndrome, arthralgia or abdominal pain upper. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority a (reference number: (B)(4) on (B)(6)2023. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain upper ("stomach aches") in a 40 year-old female patient who had essure (ess205) inserted (lot no. 620727). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, 209 days after essure (ess205) insertion, she experienced migraine ("severe migraines") and pudendal canal syndrome ("diagnosis of neuralgia of the pudendal nerve"). On unknown date she experienced abdominal pain upper (seriousness criterion medically important), neck pain ("neck pain"), sciatica ("sciatica on both legs") and arthralgia ("still suffering from severe joint pain"). Essure (ess205) treatment was not changed. At the time of the report, the abdominal pain upper, migraine and arthralgia had not resolved. No causality assessment was received for essure (ess205) with regard to migraine, neck pain, sciatica, pudendal canal syndrome, arthralgia or abdominal pain upper. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51 kg. Lot number: 620727 manufacture date: 2006-05 expiration date: 2009-05. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.